Event description:
Caller states the expiration printed on the compact drum vial is 12/31/09. Manufacturer reports the expiration date as 5/31/09. No adverse event reported. Requested return of suspect device and replacement sent.